Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of paclitaxel set separated and leaked. The separation was further described as "where the two clear tubes join together". The separation and subsequent leak occurred during a patient infusion with taxotere via an unspecified pump. There was no patient injury or medical intervention associated with this event. No additional information is available.